Manufacturer narrative:
(B)(4) follow up MDR for device evaluation and additional information. D4: initial MDR was submitted as unknown material and unknown lot. During investigation, the material and lot were identified and the field was updated. The customer reported a separation at the male luer, and returned one used sample. The sample was visually inspected, and the separation at male luer was verified. The sample was then examined under a microscope and the tubing had insufficient solvent. The separated male luer was not returned with the sample. The manufacturing facility found the root cause of the male luer separation to be related to an incorrect sequence of operations by the assembler. This was addressed by a quality alert on 31aug2023 to reinforce the correct sequence of operations . Device history record review for model 10014881 lot number 22109389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced component separation. The following information was provided by the initial reporter: separation at the tubing/male luer joint.